Event description:
During fistulogram angioplasty balloon was inflated in mid upper arm - balloon broke. The balloon cath. And the balloon came off the catheter just before they came out of the sheath.